Manufacturer narrative:
Block h6 device code a06 is being used to capture the reportable event of loss of visualization.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-03307 for exalt model d scope and for the exalt controller. It was reported to boston scientific corporation that an exalt controller was used during a diagnosis procedure performed on (B)(6) 2025. During the procedure, the image was lost and the exalt controller unexpectedly rebooted. The procedure was completed using a second exalt model d scope and the original exalt controller. There were no patient complications reported as a result of this event.